Manufacturer narrative:
Findings: pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery/occlusion alarm noted. Pump received with minor scratched lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer received excessive no delivery alarms. The customer's blood glucose was 363 mg/dl at the time of incident. Customer had high blood glucose symptoms such as vomiting and ketones. Customer was treated with manual injection and set change and blood glucose stabilized. Customer declined troubleshooting for high blood glucose. Troubleshooting for no delivery alarm was performed. Insulin pump would be replaced due to excessiveness of no delivery alarm. The insulin pump will be returned for analysis.